Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to pump difficult to pump & reservoir placement.

Manufacturer narrative:
Titan touch pump, cylinders 1 and 2, and reservoir were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. No functional abnormalities were noted with the pump. Abrasion was noted on both exhaust tubes of the cylinders. A separation was noted on the exhaust tubing of cylinder 1. This is a site of leakage. The separation has a central groove, indicating contact with sharp instrumentation such as a needle. No functional abnormalities were noted with cylinder 2. Abrasion was noted on the inlet tubing of the reservoir. No functional abnormalities were noted with the reservoir. Based on visual examination of the returned product, an encapsulation was noted on the pump bulb and deflate-valve. After the device was autoclaved, it worked as intended. The information received indicated the pump was difficult to inflate, but because no functional abnormalities were noted with the returned components besides encapsulated valve and instrument damage, the complaint could not be confirmed as reported. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the device was explanted and replaced due to pump difficult to pump & reservoir placement.